Manufacturer narrative:
Based on the available info provided, this event is deemed a reportable malfunction. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on january 07, 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
The following complaint was reported: foreign matter was found o product during a 100% incoming inspection before use. (B)(6) defective items were found.